Manufacturer narrative:
Continuation of d11: product ID 8709 lot# serial# (B)(6) , implanted: explanted: product type catheter h3: analysis of the implantable infusion pump (s/n (B)(6) found a feedthru anomaly; shorting across the insulator. Analysis of the implantable intrathecal catheter (s/n (B)(6) found a hole in the catheter body, not user related. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving compounded baclofen via an implanted pump. On (B)(6) 2020 the patient was in for a visit and when the physician interrogated the pump, code 337 (pump is unusable) was seen. The event date was unknown. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. No diagnostics and/or troubleshooting was performed. No patient symptoms were reported. Surgical intervention was planned. The patient was being referred for pump replacement. The issue was not resolved at the time of the report, and it was indicated that the hcp had no additional information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be submitted once analysis is complete. The evaluation codes have been updated for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer.